Event description:
Repeated online complaints of the cold ring overheating and becoming dangerously hot. Multiple consumers complaining that with a (B)(6) price tag, customer service refuses any refunds, investigations into the product's safety, or replacement. Per their website "cold ring helps reduce puffiness under eyes. Decreases pain, inflammation, and muscle spasms" however this is false advertising if the ring overheats and becomes too hot to touch. Safety concerns sent in writing to therabody. Amazon complaints, comments on social media with all the same complaint with therabody tagged. Therabody is aware that this is an issue, and not only continues to sell the device but refuses to refund anyone who has the complaint. I have the device, and the cold ring becomes dangerously hot almost burning my skin. I was repeatedly ignored by customer service. In searching, I found that I am one of many with this issue.